Event description:
According to the reporter, during a cesarean section and cholecystectomy, while suturing, the suture thread came off the needle, leaving the needle in the needle holder. It was also observed that the thread was hardening. The issue occurred on five sutures. A new suture from a different manufacturer was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (additional imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One hundred and fifty-five representative samples were ava ilable for evaluation. Visual inspection noted varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of the sutures. Functionally, the load force at the point of detachment was measured and the results met the mean and individual specifications. In addition to testing against the specifications, the samples were subjected to testing of the needle attachment force. Results demonstrated lower forces than are typical for 90° attachment forces of this size suture. It was reported that the suture thread came off the needle and the thread was hardening. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb, 1 vio 75cm gs21 x36 (lot#:a5c2225y), cl-813, cl-813 polysorb, 1 vio 75cm gs21 x36 (lot#:a5c2225y), cl-813, cl-813 polysorb, 1 vio 75cm gs21 x36 (lot#:a5c2225y), cl-813, cl-813 polysorb, 1 vio 75cm gs21 x36 (lot#:a5c2225y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, while suturing, the suture detached from the needle. It was also observed that the thread was hardening. A new suture was used to resolve the issue. There was no patient injury.